Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A prescription form has been received to manufacture a new implant for a revision surgery.

Manufacturer narrative:
There is no indication of device or manufacturing related issues. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient¿s continued growth. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet reporting criteria referenced in 21 cfr part 803.

Event description:
A prescription form has been received to manufacture a new implant for a revision surgery.